Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported before placing the drainage catheter, leakage was observed at the pyelostomy pipe in its outer portion. It was also noted that leakage occurred at the drainage catheter in its external position two days after placement. As a result, the device was removed and replaced with another on (B)(6) 2015. It was also reported per the customer, "movement of the probe. Replacement of the probe on (B)(6) 2015". Additional clarification was not provided.